Event description:
Customer reported that speaker on pump was not audible, despite sound and vibrate settings being enabled. There was no adverse impact to customer's blood glucose level. Technical support instructed customer to adjust alert sound setting to high and conduct a test alert, but pump failed to produce sound. Consequently, technical support arranged for a replacement pump, as it was under warranty. Customer planned to continue using current pump as backup therapy and was instructed on how to enable storage mode and process the return of malfunctioning pump.